Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable defibrillation lead (B)(6) 2012. (B)(4).

Event description:
It was reported within approximately two weeks post implant that the patient had diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead pacing configuration was initially changed and resolved the stimulation, but then it was reoccurring. The lv lead was reprogrammed off. No further patient complications have been reported as a result of this event.